Manufacturer narrative:
Follow-up #1: date of submission 02/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/01/2016 with the following findings: there was no activity related to complaint observed in the pump history. During the rewind step, the pump emitted a call service (cs) 078-0008 alarm. The remaining steps were unable to be performed due to the alarm. The bolus button was noted to be missing. A leak test verified a leak at the bolus button. The pump was opened and moisture damage was found on printed circuit board. Moisture was also observed in the display.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the pump emitted alarms and did not work. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.